Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating during charging. It was also reported that a power source alert occurred when attempting to charge the pump. There was no adverse impact to the customer's blood glucose level. A new tandem charger and adapter were sent out to the customer.